Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year, this is the third complaint reported for this issue. As the customer did not retain the lot number, device history record and lot history could not be reviewed. The root cause is unk at this time. An internal investigation has been opened to address the reported issue. (B)(4).

Event description:
A nurse reported that during a procedure, fluid from the cassette was leaking into the unit. The case was completed without delay or pt harm.